Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. There were several complaints identified against this lot, however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release the device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, after placing the 2nd anchor, the loop is pulled to tension the mesh, but the wire [suture] breaks. Another altis is used to successfully complete the procedure.